Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 444 (mg/dl). Customer set a temp rate and indicated they would deliver a bolus to address bg levels. System check with tandem technical support indicated the pump was performing as expected. A site change was recommended; however, customer declined. Customer later reported bg levels decreased slowly to 380 (mg/dl). Recommendation was made to contact health care provider if bg levels continue to decrease slowly or start to increase.